Event description:
During follow up, the surgeon found the pseudo tumor by the CT image. Revision surgery was performed to remove the head, the metal insert and the stem. Black foreign matter like metallic debris was found on the stem neck and contact area for sleeve of the stem. The surgeon was suspecting that the tissue reaction and metallic debris were due to mom.

Manufacturer narrative:
An s-rom(a) hip stem was returned along with a mating 36 mm ultamet head and a 36 mm x 52 mm ultamet metal insert for metallurgical evaluation. The mating femoral sleeve was not returned for analysis. The articular surface of the femoral head showed scratching with several small wear stripes near the pole that suggest microseparation between the head and liner in vivo. Wear markings on the acetabular liner appeared unremarkable. Several darkly stained areas were seen on the femoral stem within the area in which it had mated with the femoral sleeve. These may be the result of fretting between the stem and sleeve. The femoral neck taper shows areas of discoloration with black debris or deposited films suggestive of fretting corrosion deposits. The femoral head taper also shows black deposits within the taper and at the entrance to the mouth of the taper . Both were assigned a corrosion and fretting score of 4 according to the golberg criteria. Review of provided non- dated patient post-op x-ray finds it has been stated that it is post-revision and cannot be used for reporting purposes. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: updated investigation summary. An s-rom(a) hip stem was returned along with a mating 36 mm ultamet head and a 36 mm x 50 mm ultamet metal insert for evaluation. The devices had been explanted during revision total hip replacement surgery in which the head, stem and metal liner were revised after a pseudotumor was identified near the implant by CT scan. The pseudo tumor was observed during surgery and excised. The mating femoral sleeve was not returned for analysis. A printed copy of a post revision surgery radiograph and a photo of the pseudo tumor tissue that was removed were also provided. The submitted implants were nondestructively evaluated after sterilization by autoclave steam disinfection. The implants were examined using a stereomicroscope. Scanning electron microscopic (sem) and energy-dispersive x-ray spectroscopy (eds) analyses were performed on the femoral neck taper surface of the stem. The articular surface of the femoral head showed scratching and a long wear stripe that suggests microseparation between the head and liner in vivo. Wear markings on the acetabular liner appeared unremarkable. A darkly stained area was seen on the femoral stem within the area in which it had mated with the femoral sleeve. This may be the result of fretting between the stem and sleeve. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.